Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - identified on cylinder tubing proximal to pump.

Event description:
Additional information indicated this inflatable penile prosthesis was implanted in (B)(6)2013 and revised due to the device not pumping saline - leak found on proximal cylinder tubing near pump.

Manufacturer narrative:
This follow-up MDR is created to document the additional device and event information, and the evaluation of the returned device. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation with an area of abrasion adjacent to it on the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. Abrasion was also noted on the shorter exhaust tube of the pump and exhaust tube of cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted adjacent to the separation on the longer exhaust tube of the pump indicated that the tube was kinked onto itself for a period of time while in-vivo. This positioning then resulted in the tube abrading enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.